Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation a service code 204 (monitor unusable) was found in the monitor flag files. The service code was unable to be duplicated. The cause for the intermittent service code was a loose j1001 belt connector on the computer analog board. The root cause for the loose connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code.